Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The complaint of helix not extending was confirmed due to blood in the inner coil and helix assembly. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted, meeting device specifications. Visual and x-ray inspection of the lead found damage consistent with that occurring at time of explant.

Event description:
During follow-up, it was noted that the right ventricular (rv) threshold was high, sensing values lowered, and impedance values had decreased. An x-ray was performed to confirm lead dislodgement. During lead repositioning, the helix would no longer extend. The lead was replaced and a new atrial lead and ICD were electively upgraded. The patient is in stable condition.